Event description:
It was reported that stored episodes of noise, oversensing, and pacing inhibition were noted on the right ventricular (rv) lead. The health care professional (hcp) reprogrammed the device to doo to avoid rv sensing and requested technical services (ts) analysis. At this time, no further data is available for analysis. Ts provided troubleshooting recommendations. No adverse patient effects were reported, this rv lead remains in-service.